Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-test, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f38 alarm was not identified in the alarm log or in any tests. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f38 alarm (malfunction in tube misloading detection circuitry). It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.